Event description:
This is report 2 of 5 for the same event. It was reported that during unspecified veterinary surgical procedures, the surgeons observed malfunctions that occurred routinely while the attachment device, electric pen drive device, hand switch device, cable device, and console device were in use together. According to the report, while using the devices, the surgeons observed that the burr device was not spinning at all or was spinning on its own while sitting on the instrument table. It was further observed that the burr device would sometimes spin in reverse or was spinning in the correct direction but at well below the set speed while in use with the devices. The reporter stated that the surgeons observed that the burr devices fail to lock into place and the burr device stopped running on its own while in use with the devices. As a result, there was a one hour delay to the surgical procedure that resulted in additional anesthesia time. There was no human patient involvement as these were veterinary procedures. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the correct manufacturing facility. The previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured.